Manufacturer narrative:
Analysis of the log files from the AED is ongoing and the cause of the complaint is not known.

Event description:
A customer reported their AED is flashing red and prompting a "replace battery pack now" warning. They reported this did not occur during patient use.

Manufacturer narrative:
Analysis of the log files from the AED identified that the customer was performing excessive self-testing of the AED which reduced the battery life expectancy resulting in the replace battery pack now warning. The unit was requested for return and further evaluation. Upon receipt, the device underwent bench testing, during which it was determined that the AED was unable to successfully initiate a shock. Evaluation confirmed that a transistor had sustained damage attributed to the device experiencing a drop or significant impact.